Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.

Event description:
The office dental assistant reported that she completed 14 nights of at-home whitening using the desensitizer and then completed an in-office visit with the kor 34% hydremide peroxide on (B)(6) 2016. Desensitizer was again used with the in-office whitening. After an initial use of the desensitizer with the in-office whitening and 2 applications of the 34% hydremide peroxide, she stopped the whitening and noticed immediately that her upper lip was swollen. Desensitizer was again used and the swelling increased in the hours after the treatment was completed. The following morning some of the swelling had slightly subsided but she reported a small sore underneath her lip. Cause of the swelling is likely an allergy to the hema in the desensitizer . Advised her to stop using the desensitizer immediately and to use the dentist's recommended desensitizing toothpaste for future whitening maintenance. Followed up with the patient on 03/28/2016 and she said that all of the swelling plus all sores had healed and she was fine now.